Event description:
This customer reported a failure to discharge during synchronized cardioversion. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.